Event description:
Pump declared alarm 20 during a pumping session. Blood glucose level did not exceed 500 mg/dl; there was no adverse impact to the customer's blood glucose level. Caller successfully resumed insulin therapy after receiving assistance with loading a new cartridge from technical support.